Event description:
It was reported that the patient was referred for vns generator replacement as the battery was depleting. A review of device history records revealed that the generator passed quality control inspection prior to distribution. The device was found to have been manufactured using the laser routing process. The tablet data generator was received and reviewed by the manufacturer. Review of the data revealed that, based on the percent value of the battery capacity used, the battery voltage was lower than expected. An internal investigation was completed on premature battery depletion events. The results of the investigation observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process, which resulted in leakage paths. This finding is indicative that the generator will reach true end of service earlier than expected. A secondary cause for premature 25% battery life indicators in a small subset of associated generators may be high beginning of life (bol) battery impedance. Generators only affected by this secondary root cause would be expected to rebound back to normal battery life levels without substantial programming changes. The patient underwent generator replacement surgery. The explanted generator has not been received by the manufacturer to date. No additional relevant information has been received to date.